Event description:
It was reported that the customer's insulin pump alarmed. The mother changed the battery, but the alarm continued. The blood glucose reading was 183mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with broken reservoir tube lip and scratched display window.